Event description:
It was reported during an ipg replacement the patient had impedance issue with their lead. Surgical intervention took place on (B)(6) 2022 where the lead was explanted and replaced to address the issue. Therapy was restored post-operatively

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient's weight information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.